Event description:
It is reported that the drill fractured.

Manufacturer narrative:
The returned drill bit exhibited some nicks along the fluted portion of the bit. Additionally, the drill bit fractured approximately 1/4" from the start of the flutes. The flutes of the drill are worn and very dull. The hardness was measured to be within tolerance. Also, submitting the drill bit through multiple autoclave cycles will decrease the hardness as well. Incorrect alignment between the drill bit, and any mating components could cause the surgeon to toggle the drill bit during surgery. The resultant forces from driving the bit into the bone and toggling the drill could possibly cause the bit to fracture; however, this can not be conclusively determined with the information provided. Device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of approximately four years.